Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump triggered a no disposable alarm. The reservoir volume was 95 ml, the continuous rate was set at 2.1 ml/hr, and the amount given was 88.95 ml. Reporter stated the pump settings were reviewed but the alarm persisted. The tubing was clamped, and the patient was unable to remove the cassette, stating that the screw would not turn. The bottom of the pump was gently tapped on a firm surface, but the alarm continued. No patient harm/adverse event was reported.